Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from the outside (shocks such as bumps and drops, interference with treatment tools, doors and washer lids, etc.) It is also likely that the event occurred due to the addition of pinching, etc. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the videoscope exhibited perforation at the distal end during reprocessing. The device was returned and an evaluation revealed the distal end cover was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
A device evaluation also revealed leak from the bending section cover and switch. The bending section cover had hole/cut and the adhesive was cracked. Switch button was cut. The bending section was stiff. The insertion tube had cut/scratches. Angulation was insufficient. The control knob was loose and the u/d (up/down) lever plastic part was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted to provide additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.